Manufacturer narrative:
Discomfort at lead site was reported to abbott. Replaced the lead and therapy restored. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2026 in which the leads were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000112918.

Event description:
It was reported that the patient had discomfort at the lead site. The investigation did not determine which lead attributed to this issue. Surgical intervention may be pending to address this issue.